Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: unknown, batch no: unknown . It was reported povidone iodine-vaginal cleansing before cesarean delivery in labor to reduce infection: a randomized trial results some infection. Verbatim: this was a randomized controlled trial. Patients undergoing cd after labor were randomly assigned to preoperative. Abdominal cleansing only or preoperative abdominal cleansing plus vaginal cleansing with povidone iodine. 608 subjects (299 vaginal cleansing group) - 9 infection results per chart (pdf).